Manufacturer narrative:
Additional information: d9, g3, h3, h6. - one unpackaged ar-3632sp-1, fibertak®, batch 15417260, was received for evaluation. Upon visual inspection, the tip of the device was bent. Additionally, the sutures and implant were frayed and damaged. - functional testing could not be performed due to the damage to the tip. - the most likely cause for the reported failure can be attributed to is misuse due to misaligned insertion and prying/leveraging the device during use. - the complaint allegation is confirmed. - refer to the investigation photos.

Event description:
It was reported during the biceps tenodesis surgery that the anchor got stuck in the drill guide cannulation. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.